Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Product analysis on the generator was completed on (B)(6) 2013. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. All attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Date of event; corrected data: this information was inadvertently reported incorrectly on initial MFR. Report. Corrected data: this information was inadvertently left off of follow-up MFR. Report #01. The report should have indicated that the report was a follow-up #01 report.

Manufacturer narrative:
Corrected data: new information received corrects the date of explant.

Event description:
It was reported that the patient's vns generator was removed due to infection. The patient was given antibiotics and a re-implant of a new generator in the near future is possible. Device history record sterility was reviewed and no non conformances were found. The vns generator was returned to the manufacturer on (B)(4) 2013.

Event description:
Additional information was received indicating that the vns patient was re-implanted with a new generator on (B)(6) 2014. The new generator was tested with the existing lead and diagnostic results showed lead impedance within normal limits.

Event description:
Operative notes dated (B)(6) 2013 note that the patient's wound was healing well until about two days ago when the patient's mother noted some drainage. It was noted that it was uncertain if the child picked at the incision. The patient was taken to the operating room and underwent an irrigation and debridement of the left chest incision as well as removal of the pulse generator.